Event description:
Patient reports, completing the adjustment treatment with the aligners, but feels the top left canine could be better aligned with its right-hand counterpart in terms of rotation. Patient also noted, developing an open bite on the back right. The byte cst (clinical support team) reviewed the bite video and determined, posterior open bite was present. And initiated a 2-week rest period on 10/18/2024. Dental history includes: orthodontic aligners and grinding/clenching of the teeth.

Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.